Manufacturer narrative:
Continuation of concomitant medical products: 694758, lead, implanted (B)(6) 2010; 5076-45, lead, implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting high impedance and intermittent capture. The lead was programmed off and a replacement has been planned. No patient complications have been reported as a result of this event.